Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified in the pump logs; however, no failure was identified related to the temperature issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred, followed by multiple, intermittent temperature alarms. Reportedly, the pump was hot to the touch when the temperature alarm first occurred. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.